Manufacturer narrative:
Further problems are not anticipated once repairs are completed. Additional information will be provided as it becomes available.

Event description:
It was reported that the 2600 system is not saving images and has restricted use. There is no report of patient injury.